Event description:
The customer reported, a "replace sensor" message with the freestyle libre 2 sensor. On the (B)(6) day of wear, the customer subsequently, experienced dizziness and lost consciousness. The customer was provided unspecified help from his wife to re-gain consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no damage observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly and no failure modes were observed. Sensor was reprogrammed. And sim vivo (simulation of the electrical signal produced by the sensor tail) test was performed. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.

Event description:
The customer reported a "replace sensor" message with the freestyle libre 2 sensor, on the 13th day of wear. The customer subsequently experienced dizziness and lost consciousness. The customer was provided unspecified help from his wife to re-gain consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported a "replace sensor" message with the freestyle libre 2 sensor, on the 13th day of wear. The customer subsequently experienced dizziness and lost consciousness. The customer was provided unspecified help from his wife to re-gain consciousness. No further information was provided. There was no report of death or permanent injury associated with this event.